Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge/segmental resection. The device was set up and alt three indicators were green. The device was fired successfully. When the surgeon pushed up the center control button the knife did not move back at all. The handle status indicator and adapter status indicator were green, the cartridge status indicator was white and "0" was displayed. They tried reconnecting the handle and adapter but the device did not react at all. They then used a manual adapter tool to return the knife to the initial position enough to open the jaws slightly and remove the device from the tissue. The case was completed using an additional device. There was no issue with the staple formation and the staple line. Patient status is alive, no injury.